Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received a vibratory alert because the device went into back-up mode. The device firmware was re-loaded and normal device function was restored. The patient is stable.